Event description:
(B)(4). Flische clips placed, immediate pain that never subsided, constant pelvic pain, painful ovulation, painful long periods, pain when laughing/coughing/sneezing. Clip migration.